Event description:
It was reported that there was a red light at the end of the fiber and the fiber was difficult to turn during a photoselective vaporization of the prostate (pvp) procedure. The packaging of the device was confirmed to be intact prior to opening. A second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned and analysis was unable to confirm the reported forward firing.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the as reported fiber forward firing could not be confirmed as analysis did not identify any damages or defects that could lead to forward firing on the returned fiber. Analysis found a fracture at the proximal end of the metal cap of the fiber, it is probable that the fracture was the result of rough technique during the procedure. Proximal to the fracture the fiber can rotate independently of the metal cap. Although analysis identified the glass cap exhibited minimal devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing as analysis did not identify any damages or defects that could result in forward firing. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis was unable to confirm the reported complaint of forward firing. Visual examination with magnification was able to identify a fracture at the proximal end of the metal cap of the fiber. Proximal to the location of the fracture, the fiber was able to rotate independently of the metal cap. The glass cap exhibited minimal devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The fiber connector passed the signature verification fixture test. Labelling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope which may result in damage to the fiber. Do not bend the fiber at sharp angles as it may result in damage to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that there was a red light at the end of the fiber and the fiber was difficult to turn during a photoselective vaporization of the prostate (pvp) procedure. The packaging of the device was confirmed to be intact prior to opening. A second fiber was used to complete the procedure without clinical consequences to the patient.